Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed , but the type of the material or root cause cannot be identified. Olympus presumed that the defective event was caused by stress of use, an external factor, or handling of the device. A definitive root cause cannot be determined. It was confirmed that instructions for urf-p7 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: state, province, or territory=blank. The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope forceps plug nozzle was found chipped. There was no report of patient involvement or user injury associated with this event.